Event description:
It was reported to philips that the device has a high voltage capacitor failure. There was no patient involvement. The customer / biomed worked with the technical support representative. The high voltage capacitor has failed per biomed. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The capacitor to be sent to customer / biomed for their installation. No further actions at this time.